Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a pacemaker and a right atrial (ra) lead showed noise over sensing without patient symptoms. The health care professional (hcp) was going to reprogram the device to ventricular pacing and sensing only. The ra lead and the pacemaker remain in service. No adverse patient effects were reported.